Event description:
The surgeon inserted the icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length and this resolved the problem. This claim is for the right eye. See MFR# 2023826-2012-00270 for the fellow eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens work order search, medical review. Visual inspection of the returned product showed the optic was torn and there was a clear surgical residue on the lens. The lens was rehydrated in bss and length was remeasured. We concluded the lens was within the original design specifications. A lens order search was performed and there was one similar complaints found. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (patient age below 21 or over 45). Off label use of the device, no clinical data can support the complaint event(s) or effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).